Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va05qgb, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the health care provider (hcp) is looking at revising the left lead and ordered an MRI due to the patient only getting some therapeutic benefit; the benefit was reported to be ¿ok¿. An impedance measurement was performed and resulted in some out of range impedances on the left electrodes: c<(>&<)>3=7849 ohms, 0<(>&<)>3=8313 ohms, 1<(>&<)>3=8053 ohms, and 2<(>&<)>3=7061 ohms; the right side impedances were within normal limits. Additional information has been requested regarding the cause of the high impedances, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported the healthcare provider (hcp) had revised and replaced the leads, extensions, and battery for the patient. At the time of the revision no problems were found. The hcp was the patient's managing neurologist and would be doing the initial programming.